Manufacturer narrative:
During a comparison of proficiency samples assayed at the customer site against peer group results created by vitros amon slides, biased results were observed. Investigation into the event has determined that positively biased amon proficiency sample results were obtained on a vitros 5, 1 fs analyzer in 2007, the next day, in 2008 and on a votros 250 analyzer the same day in 2008. Qc results were within expected ranges during these events. Further investigation has determined that the proficiency samples were stored at room temperature for greater then 8 hrs prior to use. The vitros amon IFU states that samples should be stored refrigerated for up to 3 hrs prior to use. Room temperature storage is not recommended. The root cause is sample handling that was inconsistent with the vitros amon IFU specimen requirements sample storage recommendation.

Event description:
A customer observed positively biased amon proficiency fluid results on a vitros 5, 1 fs analyzer and a vitros 250 analyzer. Biased results of the direction and magnitude observed on a pt specimen may lead to inappropriate physician action. There was no report of pt harm as a result of this event.